Event description:
I was hospitalized for post-operative infection, surgical wound, seroma, and sepsis, following an upper back lift, and breast lift/augmentation with bilateral silicone implants (performed (B)(6) 2023). I had a lower body lift the year prior with use of insorb internal suture/closure devices. I had several post operative complications, including recurrent seromas, requiring surgical drainage, prolonged and replacement drains, antibiotics, additional wound care, etc. My body was "spitting out" whole and partial pieces of the insorb. My wounds would open because my body was rejecting the insorb. So, when it came time for my back lift and breast augmentation, I inquired with the surgeon if we were going to trial a different closure device as we had discussed in the office. Informed me that no we were going to use the in, he was just burying them deeper. Me that would take care of whatever issues I had prior. He stated that would cause them to stay in place, as they were not deep enough before. He believed that was the issue he told me. I had the breast augmentation, and the upper back lift in (B)(6) 2023. Then, I got covid (B)(6) 2024. I went back to work thereafter, and then started feeling badly. Went to ed, noted elevated wbc, tachycardia, sepsis symptoms, seroma of left breast and my back incision opened up, had multiple pieces of the insorb it was spitting out, including under my left breast incision. Because of this infection, seroma, and continued spit out I had to have my left breast implant removed in the office setting under local anesthesia. It was not replaced for another 4 months. I continue to feel the insorb from my initial surgery- 1 year ago, and 7 months ago to this day, under my skin. I had one come out of my left breast just two weeks ago. Would need to reference (B)(6) 2024 med list. Ref report: mw5157544.